Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the cause of the pump flip was not determined. It was confirmed the doctor was unable to refill the pump because they could not access the fill-port due to the pump flipping. The pump and catheter were returned to the manufacturer for analysis. Per the interrogation received with the report, the empty reservoir alarm was reached on (B)(6) 2019. It was confirmed the information provided had been confirmed with the physician/account.

Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter found that the catheter body was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot#/serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter; ubd: 28-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 250 mcg/day via an implantable pump for intractable spasticity. It was reported the patient's pump had flipped and the catheter was fractured. The doctor was unable to refill the pump so the pump reached empty status on (B)(6) 2019, per the logs. No known diagnostics were performed. Surgical revision occurred. The pump was replaced on (B)(6) 2019 and it was indicated the device would be returned. The catheter was also replaced at this time. There was no cerebrospinal fluid (csf) flow upon disconnecting the catheter from the pump. A portion of the catheter remains in the patient. It was indicated the hospital was in possession of the explanted catheter portion. It was reported the issue was resolved at the time of the report. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.